Event description:
The customer reported that the device suddenly experienced a complete blackout during an unspecified diagnostic procedure while the patient was under sedation and the device was inside the patient, involving an olympus colonovideoscope. The procedure was completed using a similar device. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.